Event description:
Additional information received reported that the plan was to have the system replaced sometime within the next two to four months.

Event description:
Additional information received reported that the cause of the event was not determined. The patient was going to into the clinic on (B)(6) 2014 to discuss the overdischarge.

Event description:
The implantable neurostimulator (ins) became overdischarged. It was unknown what number of overdischarge it was. No patient symptoms or complications were reported. A physician mode recharge (pmr) successfully reset the device. It was noted that the device will be reset once it is fully charged. Diagnostic testing and troubleshooting was not required. The patient was alive with no injury. It was further reported that the last successful charge was a few years ago. The cause of the overdischarge was non-compliance. The patient was not receiving therapy since the device reset had not been performed. When the device reset was attempted, they could not get the ins out of overdischarge. The patient wanted the device system replaced. Additional information has been requested to find out if any intervention was performed and the outcome of the event. If additional information is received, a follow up will be sent.

Manufacturer narrative:
.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# v031702, implanted: (B)(6) 2007, product type: lead. Product ID: 377675, lot# v009555, implanted: (B)(6) 2007, product type: lead. Product ID: 3487a-56, lot# j0436971v, implanted: (B)(6) 2007, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).